Event description:
A falsely elevated troponin I result was obtained on a patient's sample. The result was reported to the physician who questioned the result. The patient was further tested by an alternate methodology on a different instrument system and a negative result was obtained. It is unknown if patient treatment was altered or prescribed as a result of the elevated troponin I result. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is likely heterophilic antibody binding. The presence of heterophilic antibodies is consistent with the repeatable results obtained on sequential samples and the discrepancy versus the results with the alternate methodology. The IFU for the cardiac troponin I flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.